Event description:
The front fiberglass cover, which mounts at the end of the strut, was loose and fell off as the gantry was rotating. The cover grazed the leg of the pt on the table as it fell, but there was no injury to the pt. Investigation revealed that several months prior to the event there was a severe impact to the covers in this region, impact severe enough to require replacement of the collimator cover, one of the three fiberglass covers in the head area. Then, several weeks prior to this event, the chief therapist reported to the physicist and the siemens field service engineer (fse) that the front cover was loose. However, the machine was not taken out of service for repairs at the time and the front cover subsequently became completely loose and fell due to damage to the mounting holes apparently sustained by the earlier impact. (The front cover mounts to the top cover where mounting hole damage occurred). The damaged cover will be replaced.